Event description:
Customer reported unexpected positive reactions(1+ to 2+) with gammaclone anti-d at the immediate spin(is) phase when testing a patient sample that was previously typed at another facility as rh negative with anti-d, series 4. She stated the agglutination disappeared when she shook the tube a little more. Methodology is tube testing. No adverse reactions or transfusions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The sample can not be ruled out as a cause of the event. The possibility of the crawford phenotype cannot be ruled out. The package insert states "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with the reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin phase are are usually nonreactive at the weak d phase."